Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195 importer site establishment registration number: 3005580113 PMA/510(k) # p100022/s014 the zisv6-35-125-6.0-120-ptx device of lot number c1172644 involved in this complaint was not available for evaluation. With the information provided, a document based investigation was conducted. From customer testimony, the complaint device was advanced over an unknown wire guide. The device was flushed prior to use. The patient anatomy was calcified, but not severely, and was slightly tortuous. Predilation was conducted prior to stent deployment. The target location for the device was the middle of the superficial femoral artery (sfa). There is no evidence to suggest that this incident did not occur. Therefore, the customer complaint is confirmed from customer testimony. Possible causes for this occurrence could include a difficult patient anatomy. From customer testimony, it is known that the patient anatomy was slightly calcified and tortuous. The patient anatomy could have created resistance during deployment, leading to high deployment forces. These high forces could have caused or contributed to the thumbwheel not deploying the stent. However, as the device was not returned for evaluation and the conditions of use cannot be replicated in a laboratory environment, a definitive root cause cannot be determined. Prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. Upon review of complaints, this failure mode has not occurred previously with this lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1172644. There were no adverse effects to the patient, or additional procedures required as a result of this occurrence. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
The physician rotated the thumbwheel to deploy the stent. However, the outer sheath was not withdrawn and the stent could not be deployed. Another ptx was used instead to finish the procedure. There have been no adverse effects to the patient reported.